Event description:
The reporter stated that the device read hi and she dosed insulin. She went to bed and woke up five hours later and felt weak. She said that she used the device to check her glucose and glucose and obtained a result of 60mg/dl. A repeat test was 493mg/dl and then a third test result was 58mg/dl. She did not seek treatment. The device was replaced and requested to be returned for evaluation.